Event description:
Hill-rom received a report from the account stating the nurse's aid at the account began lifting the patient and pushing the lift towards the bed at the same time. The aid noticed the patient was slipping away from the sling strap, and rushed underneath to catch the patient. The lift was located in the patient's room at the time of the incident. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The patient fell onto the nurse's aid and the lift fell onto both the caregiver and the patient. The sling was still fully attached to the lift. The patient sustained a head injury and the caregiver sustained neck bruising and a thyroid cartilage fracture. Both were examined in the emergency department and released the same day of the incident. The biomedical engineer at the account inspected the lift and found no evidence of malfunction. The lift was functioning as designed. No damage or tear was visible on the sling. The biomedical engineer inspected the following points: fixation loop of the sling bar, safety latches, sling involved in the incident, hi/low function, feet base function. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. No further information is available at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.